Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00x32mm synergy ii drug-eluting stent was selected for use. However, when the device was taken out of the package it was found that the proximal edge of the stent was bunched up. A new stent was used and completed the procedure. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Updates: (d4) lot # updated from batch unknown to 0023870629. (D4) expiration date updated from unknown to 05/22/2021. (H4) device manufacture date corrected from unknown to 05/23/2019. Device evaluated by MFR.: synergy ii us mr 3.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage, with proximal struts bunched distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.00x32mm synergy ii drug-eluting stent was selected for use. However, when the device was taken out of the package it was found that the proximal edge of the stent was bunched up. A new stent was used and completed the procedure. No patient complications were reported.